Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-17443. It was reported that the patient's leads had migrated. As a result, the physician explanted and replaced the leads. Surgical intervention resolved the issue.